Event description:
Customer called to report a hospitalization due to low blood glucose. Customer stated that the insulin pump has alarmed motor error. Customer has visited emergency room twice due to low blood glucose. The current blood glucose reading is 455 mg/dl. Customer treated with insulin. Customer stated that he is using a lot more insulin lately. The blood glucose readings at the time of the events were (B)(6), 26 mg/dl. And (B)(6), 65 mg/dl. The paramedics were called on both dates. Customer was treated with liquid gel glucose. During troubleshooting, time and date are incorrect. Assisted customer with making corrections. High pressure test passed. Customer stated that he changes every four days. Advised customer on the correct guidelines for set changes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.